Event description:
Manager of the bone marrow unit reported the following: blood tubing ruptured and blood was all over. There was no pt harm, no user harm and no medical intervention required. Customer stated that no additional event or pt information is available.

Manufacturer narrative:
(B)(4). No product will be returned per customer as set was not saved. The customer complaint of ruptured blood tubing could not be confirmed due to the product was not returned for failure investigation. The root cause of this failure was not identified. No further analysis could be performed on unknown model and unknown lot number due to no information being provided by customer.